Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02238. It was reported that when the patient presented in clinic for a follow up, the atrial (ra) lead exhibited decreased sensing and loss of sensing during interrogation but it was unable to test as the patient was in atrial fibrillation. The ra lead also exhibited inappropriate atrial pacing and x-ray revealed lead dislodgement. High capture threshold was observed on the right ventricular (rv) lead. Programming changes were made. The physician elected to explant and replace both leads. No visible malfunction on the leads. The patient was stable before, during and after the procedure.